Event description:
Boston scientific (bsc) crm received and reported the following information: "a cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion. It was noted that the left ventricular (lv) lead pacing thresholds were >7v @ 2ms, causing the device to deplete earlier than labeling indicated. Insulation damage was noted on the atrial lead. A kink was seen in the right ventricular defibrillation lead; there were no clinical observation and the lead was electively replaced.

Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found. It cannot be determined whether the rise in thresholds was related to device performance, or patient condition.